Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Allergan has determined that this record is a duplicate record. Please see MDR 9617229-2023-12267 as the operating record related to this complaint.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please see MDR 9617229-2023-12267 as the operating record related to this complaint.